Event description:
Updated summary: information received by medtronic indicated that the customer was hospitalized with hyperglycemia and blood glucose value was 800 mg/dl at the time of event. Customer stated that the battery cap was damaged. Troubleshooting was not performed for the hyperglycemic event. It was unknown if the customer was using the pump within 48 hours of the reported event and if the auto-mode feature was active. It was found that the battery cap metal contact was missing, or few than 3 raised dots could be seen. No further patient complications were reported. The customer will discontinue the use of the insulin pump and revert to the backup plan until new battery cap arrived. The inulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in initial report in section b5 under the description summary "the customer did experience diabetic ketoacidosis" was incorrect. The correct information has been provided in section b5 with this report. In addition to that, "health effect - clinical code" mentioned for diabetic ketoacidosis (2364) from the initial report should be consider as "invalid" since the customer did not allege diabetic ketoacidosis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 800 mg/dl and stated that the battery cap was damaged. Troubleshooting was not performed for the hyperglycemic event. It was found that the customer was hospitalized due to diabetic ketoacidosis. It was unknown if the customer was using the pump within 48 hours of the reported event and if the auto-mode feature was active. It was found that the battery cap metal contact was missing, or few than 3 raised dots could be seen. No further patient complications were reported. The customer will discontinue the use of the insulin pump and revert to the backup plan until new battery cap arrived. The product will not be returned for analysis.